Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted for no output, unable to be interrogated and undersensing. The ipg is also exhibiting premature battery depletion.